Manufacturer narrative:
The reagent lot number is 849762. The expiration date was not provided. The field service representative tested the alleged sample, and the result was 5.31 mmol/l. He adjusted the probes and water levels. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 7.27 mmol/l. The repeated results were 4.65 mmol/l and 4.61 mmol/l.